Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed multiple occurrences of pads off (defib lead faults) and pad on messages indicating a valid patient impedance was intermittently not being recognized. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include electrode application, electrode placement, patient preparation, patient skin condition/overall condition, poor coupling and conductive gel settling time. It was reported by the customer that the patient was wet at the time of this event. The electrode pads used at the time of the event were not returned as part of this investigation. This claim has been closed as poor patient coupling. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) year old male patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.